Event description:
It was reported that at a device check, noise was observed on the right ventricular (rv) lead. It was further reported that an electrocardiogram showed t-wave oversensing and frequent mode switches. The lead was capped and replaced. No patient complications have been reported as a result of this event. The patient is part of the product surveillance registry clinical study.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient received a vibration alert, and when the nurses reviewed the egm they noted electromagnetic interference.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: cd3257-40 ICD, implanted: (B)(6) 2013. (B)(4).